Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant the physician was unsure of the connection of the superior vena cava (svc) coil to the implantable cardioverter defibrillator (ICD). The physician unscrewed the connector and was unable to find the screw to put it back in. The physician finally found the screw and reconnected the svc connector to the device. The device remains in use. No patient complications have been reported as a result of this event.